Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a dissection occurred. The 80% stenosed de novo lesion was located in a moderately calcified and moderately tortuous proximal circumflex artery. A 2x12mm maverick balloon was advanced to predilate the lesion. After predilation a dissection was noted. An unk flextome cutting balloon was advanced to the lesion to further predilate, reducing the stenosis to 0%. A 2.5x12mm non bsc stent was deployed in the lesion. Some dissection remained at the distal edge of the stent. A 3.0x15mm non bsc stent was deployed covering the rest of the dissection. The physician attempted to use three different maverick balloons to post dilate the stents, but could not cross the lesion with any of the devices. The procedure was completed at this time. No further pt injuries or complications occurred. Pt status is satisfactory.